Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient's battery pack was not charging. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summery: battery sn (B)(4) has not been returned for evaluation. The reported problem (battery will not charge) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the battery and completion of the device evaluation. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.